Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: saw device. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to environment, which is environmental conditions. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the air oscillator device did not move smoothly. It was determined that the device had insufficient/low power, cosmetic damage, and a worn housing. It was further determined that the device failed pretest for check the starting behavior, check frequency, minimum 12¿000 to 16¿000 oscillation/ minute, check saw head, check saw blade quick coupling and general condition. It was noted in the service order that the saw device did not work nor attach to the oscillation sheet. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.